Event description:
The plaintiff's attorney alleged the decedent experienced on unspecified injury and subsequently expired on an unknown date after use of the product.

Manufacturer narrative:
(B)(4). This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-02928 and 1225714-2014-02929. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest and sudden cardiac death, which is alleged to have been caused by the product administered to the patient during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-02928 and 1225714-2014-02929.